Manufacturer narrative:
Unit received with blank display due to corroded battery tube assembly. Unit received with moisture damage on electronics assembly, motor and vibrator assembly. Unable to verify hot/warm/overheating anomalies due to blank display. Unit received with cracked retainer, minor scratched display window and scratched case

Event description:
Customer reported via phone call that insulin pump was very hot to touch on front and back. Customer¿s current blood glucose was not given. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.